Event description:
We received a report that an zma 22.50 diopter intraocular lens (iol) was explanted from the patient's left eye after she experienced dysphotopsia. The glare was considered a disability and her visual acuity was 20/50. The original incision was not enlarged and there were no complications. Patient is reported to have recovered without incident.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/30/2014. The lens was returned to the manufacturing site for investigation. Visual inspection shows the returned lens is cut in pieces. Visual inspection under 12x magnification showed the lens can be identified as tecnis multifocal acrylic 3-piece intraocular lens. The lens is cut in pieces and the optic is damaged. The lens is contaminated, dust particles are present. This is expected as the lens was explanted and transported. Visual inspection of the returned lens shows the lens is cut in pieces, most probably to make explant possible. A review of the manufacturing records was conducted. Device history records (DHR) shows that the sterilization batch was released; there were no non conformances. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related non conformances. The product was not produced under deviation. There were no process and/or material changes. Based on the manufacturing record review and historical review no non conformances were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.